Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal surgery approximately one year ago due to pain and potential infection. Now, a tactra malleable device was implanted. There were no additional patient complications.